Event description:
It is reported that a customer received an alarm on their insulin pump. The patient's blood glucose level was 215 mg/dl at the time of the call. The customer stated that the drive support cap on their pump is flush. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement pump was shipped to the customer. No further information was provided.

Manufacturer narrative:
The insulin pump alarmed during the basic occlusion test due to a loose and flush drive support disk. The functional testing could not be completed due to the alarm. The insulin pump had a cracked reservoir tube lip, minor scratches on the display window and a missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.